Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular lead (rv) exhibited high pacing thresholds, it was attempted to be repositioned; however the helix experienced extension issues. The rv lead was difficult to place and was explanted. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead (rv) exhibited high pacing thresholds, it was attempted to be repositioned; however the helix experienced extension issues. The rv lead was difficult to place and was explanted. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead was returned for analysis and visual inspection noted that the lead helix was in a retracted position. Dried blood was noted around the helix. Subsequent testing did not identify any lead issue. The reported clinical observations related to electrical measurements were not confirmed. The lead passed testing.